Manufacturer narrative:
UDI related data quality updates only. The manufacturer internal reference number is:(B)(4).

Event description:
A government agency reported that during surgery of the male patient an ophthalmic electrocoagulation head did not work. The surgery was completed on the same day after replacing with another product with extended surgical time. The type of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that are is one additional complaint regarding the same issue associated with it, but the lot number did not exceed the threshold limit according to the applicable trending work instruction for at least one month. The concerned product was not provided to the investigation site for evaluation, which is why the investigation is completed inconclusively. The concerned product was not received at the investigation site. Therefore, the root cause for the customer complaint cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).